Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the customer's quality control data, which indicated results were within range. A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated there were no instrument issues. Hsc discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant sodium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting higher. A corrected report was issued to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.